Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2009 and the mesh was implanted. It was reported that the patient had many complications including vaginal polyps measuring up to 12 mm and 10 mm segments of frayed mesh. It was reported that the patient had surgery on (B)(6) 2016 and the operative report showed that there were sections with chronically inflamed benign fibroepithelial polyps x 3 and adjacent mesh with scant blood cloth. There were also areas of hyperplastic surface stratified squamous mucosa, but no definite infection or dysplasia was noted. It was also reported that the patient had ongoing soreness, continued microscopic urine samples and infections. No further information was available.